Event description:
It was reported the customer had high blood glucose levels (500+ mg/dl). Customer is currently off the pump and using insulin pens to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplmental form will be submitted.